Event description:
Ge dash 4000 display spontaneously going blank or blacking out while in use on nicu patients. The displays remain off despite multiple attempts by clinicians / rns to reboot the system. Clinicians / rns unable to view ECG tracings and other hemodynamics on nicu patients. Manufacturer response for monitor, dash 4000: ge has identified that the displays inverter is the cause of the problem. Ge has sent replacement inverters for all the dash 4000s in the nicu. We will be sending ge the problematic inverters for evaluation. Ge provided loaner dash 4000s during this timeframe.